Event description:
On (B)(6) 2013, the pt underwent endovascular aortic repair using a conformable gore tag thoracic endoprosthesis. During the procedure, the device was implanted as planned. However, notable resistance was felt while removing the delivery catheter, and the leading olive became stuck at the edge of the sheath. It was reported the catheter was forcibly removed, at which time the leading olive became separated from the delivery catheter. A snare catheter was used to retrieve the olive from inside the pt. The procedure concluded without any further complications, and the pt tolerated the procedure. Additional info has been requested.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.